Manufacturer narrative:
H1: was reported on the initial as a product problem, corrected to adverse event and product problem. H6: the quality investigation is complete. H3 other text: device not returned.

Event description:
It was reported via medwatch mw 5101092 that during an orif (open reduction and internal fixation) surgical procedure, the drill bit broke while surgeon was actively drilling. It was also reported that the broken drill bit piece was lodged into the patient¿s bone. It was further reported that the surgeon was able to extract the broken piece, an x-ray confirmed successful removal.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported via medwatch mw 5101092 that during an orif (open reduction and internal fixation) surgical procedure, the drill bit broke while surgeon was actively drilling. It was also reported that the broken drill bit piece was lodged into the patient¿s bone. It was further reported that the surgeon was able to extract the broken piece, an x-ray confirmed successful removal.